Event description:
Implant date: 2006. It was reported that the pt underwent an open approach two level decompression/diskectomy and two level extra-cavity approach interbody fusion at l4-s1. The device that was used was of unidentified interbody construct with infuse bone graft. Dura gen plus dural graft was also used. A re-operation was performed approx 2.5 months post-op to explant a dark blue-gray egg-shaped cystic formation contained within a pseudo-wall immediately lateral to the disc space and posterior to the interbody construct which was contiguous with the vertebral body. The outside of the cysts contained some bone and blood vessels upon inspection. The cyst was impinging upon the l5 and s1 nerve roots on the left side. A specimen of the explanted tissue was sent for histology, which found inflammatory tissue, fibrous tissue, and tissues possibly consistent with synovium. The fluid contained within the cyst was straw colored with traces of blood. No analysis of the fluid is presently available. Current pt status has been reported as unk.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Unable to determine the cause of the event.